Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that it was in a used condition. The active tip had signs of activation, and the manifold was charred. The tip had foreign matter, presumably biological matter. The shaft, handle, cable, suction tube and plug did not show any signs of damage. The device will be sent to the manufacturer for further review. The supplier performed an evaluation with the following results: device was received in its original packaging. The tip was used and there was tissue debris inside the active tip. Additionally, the manifold was burnt and the ceramic was cracked. The handle, cable and plug were used with procedural residue visible in suction tube. It was confirmed that there were no ncrs or deviances recorded during the manufacturing process. The customer reported that ¿during the surgery, the device unable to ablate.¿ the visual inspection found that the manifold melted at the distal tip which was likely damaged by misuse or a 'shorting' event. The specific root cause cannot be determined. During testing, we were able to confirm a fault with the device. The complaint device failed electrical checks (hipot active - return) and footswitch activation (ablate and coagulation ¿ ¿output short¿ and sparks). Based on the evidence of the damaged section of the lower manifold seen for the returned electrode, the likely cause of this failure is shorting at distal tip. The failure mode seen is consistent with previous s90 handswitching/one piece lps. Electrodes which exhibit similar failure modes including output shorting, manifold melting, sparking and arcing during a surgical procedure and have been further investigated through a caa. The overall complaint was confirmed as the observed condition of vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained issue. Based on the investigation findings, a potential cause is traced to design. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device lot number (u2409009), and no non-conformance was identified.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. However a video was provided for evaluation. Visual inspection of the returned video found that the device is being used with no activation shown. In addition, the tip appears covered with foreign matter, presumably biological matter, and had a charred section at proximal end. The overall complaint was confirmed as the observed condition of the vapr s90 4.0mm w/integr hdp -ea would have contributed to the complained device issue.¿ based on the investigation findings, a potential cause cannot be established. Multiple factors are associated with this type of failure, and the complaint device needs to be physically received and evaluated to determine a potential cause of why the customer experienced the failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation was performed for the finished device lot number (u2409009), and no non-conformance was identified.

Event description:
It was reported that during a meniscal repair surgery, the vapr s90 4.0mm w/integr hdp -ea device was unable to ablate. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.